Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported the device in the back took almost all day yesterday to charge. No symptoms or further complications were reported.